Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the oxygen flush button was stuck open. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received for the reported complaint, indicating the flush button was not stuck open. The reported fault was that the unit was alarming. The reported fault was resolved by replacing the mixer.